Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Information received from our another country affiliate. An optometrist reported a client reporting having a "severe eye infection" and was prescribed 3 different types of eye drops. The client believed the contact lenses were the cause of the injury. The optometrist reported the attending doctor would prepare a report. Additional information has been requested from the optometrist, but no add'l info has been received at this time. Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. This lot was associated with a deviation related to an in process manufacturing material that was determined to have no effect on product quality or safety.